Manufacturer narrative:
Exact date unknown, event occurred a year and a half ago from the date the manufacturer became aware of the event. Explant date: a year and a half ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.